Event description:
It was reported that the right ventricular (rv) lead was surgically explanted due to failure to capture. The lead was replaced with the same model. No additional adverse patient effects were reported.